Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurs due to damage on circuit board of scope-connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope did not display an image. There were no reports of patient harm.